Event description:
On 6/14/2023, it was reported by a sales representative via email that an ar-2324kbcc biocomposite knotless swivelock locking mechanism inside the swivelock was broken when passing. The surgeon was able to implant the anchor. This was discovered during an mcl repair procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.